Event description:
It was reported to medtronic neurosurgery that the doctor found the catheter was damaged. According to the report, the doctor used a new device to complete the surgery. Reportedly, the patient's current status is normal.

Manufacturer narrative:
The product was unavailable for return as it was discarded by the dealer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.